Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and not powering up. A field service engineer found the station with main drawer 3.1 bringing down the entire unit and preventing it from powering on, removed and replaced the half height controller board, and during the replacement, the position sensor connector broke off, requiring the position sensor to be replaced as well. After completing the repairs, the fse rebooted the device, and the customer was able to inventory drawer 3.1 with good results. The station powered on successfully and fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and failed to power up. Remote support service (rss) shown offline. The customer attempted to reboot the station several times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.